Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump delivers too much insulin when delivering a bolus. Additionally, the contact believes the pump does not deliver insulin. Customer's blood glucose (bg) ranged between 87-400 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.